Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cadd cassettes beeped in stop mode then alarming no disposable on both pumps were unable to be resolved. A replacement was not needed. No further details provided. There was no patient injury reported.

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.